Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the device's display blanked out. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed. This device was manufactured before the UDI requirements.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Correction to section b5 and h6 (medical device problem code). The device was returned to zoll medical corporation. The customer's device and sure power battery were received for evaluation. The device was functionally tested and bench tested with a known good battery and customer's battery. Device faults were not observed however the battery well was found to have a relatively tight fit. The reported event date was 12/30/2025. During the event, the log recorded low battery notifications. There are no indications of a power cycle during the event. Battery and device logs suggest that this was a power off, not a display issue. The device appears to have powered down due to the battery depleting, with expected and appropriate warnings to the operator. Regarding the report about the rfu and 30 joule tests, this customer's report was not observed on bench using the customer's battery with vibration. The logs observed all 30j self-tests passed. The logs do not record the rfu status, however all manual tests on or around the reported event date recorded a success (pass). The device is no fault found. The device was recertified and returned to the customer. No emerging trend based on similar reports.